Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. There was no impact to the customer's blood glucose level. The customer declined troubleshooting due to resolving the occlusion independently. Tandem technical support instructed the customer how to ensure the remaining portion of the bolus was delivered successfully.